Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one introducer needle was returned for evaluation. Functional, gross and microscopic visual evaluation were performed. The investigation is confirmed for the identified stretched issue as the outer coils of the guidewire was found uncoiled proximal to the hub of the introducer needle. The investigation is inconclusive for the reported failure to advance as the exact circumstances at the time of the reported event are unknown, also the guidewire was pushed into the introducer needle but would not advance during sample evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2023).

Event description:
It was reported that during a port placement, the guidewire allegedly failed to advance through the catheter. The procedure was completed using another device. There was no reported patient injury.